Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, d10, g4, g7, h2, h3, h4, h5, h6. Product evaluation: product review of the mesher (B)(6) by zimmer-australia on (B)(6) 2019 revealed that the comb was damaged, the bottom roller and gear were worn, the side plates were worn, the bolts, washers, and nuts needed to be replaced, the carrier guide needed to be replaced, the handle was jammed, and the device needed to be calibrated. Product repair: repair of the device was not performed because the account purchased a new unit and wanted to old one disposed of. Device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Upon receipt of additional information, the product return and the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that the post that the ratchet handle connects to is worn and the comb on the inside of the mesher is bent. The event occurred before surgery therefore there was no harm, no delay and no impact to graft as a result of this malfunction.